Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 08 jun 2020.

Event description:
It was reported that the ventilator turns off and resets. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The manufacturer¿s field service engineer (fse) inspected the device and was not able to duplicate the reported issue. The fse found that the unit cycles normally without resetting on alternating current (ac) and direct current (dc) power. The fse found in the ventilator diagnostic log an error indicating an 'unknown restart' and an error code indicating 'backup battery not connected' that occurred during testing. The fse replaced the power switch to address the 'unknown restart' and the backup battery due to preventive maintenance. Both parts were provided by the customer. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.